Event description:
Surgeon inserted a cq2015 collamer three-piece lens and the lens tore. The incision was enlarged to remove the lens and a suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. A lens work order search was performed and three similar complaints were found within the work order. A cartridge work order search was performed and two similar complaints were found within the lot of product. Conclusions: based on the complaint history, the work order searches and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.